Manufacturer narrative:
There was no report of a device malfunction. The disposable portion of the micor device was discarded by the user facility and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings that relate to the reported event. The root cause of the posterior capsular tear remains unknown. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The following risks are identified in the device labeling: as with any endocapsular lens fragmentation technique, there are risks associated with endothelial cell loss, capsular rupture, risk of infection, adverse reaction to materials, mechanical failure or breakage of the device, and tissue/vascular trauma or perforation. Manufacturer's reference #: (B)(4).

Event description:
A (B)(6) year-old female patient underwent cataract surgery in the right eye on (B)(6) 2021 where the micor lens fragmentation system (extractor and drive) were used to fragment and remove the cataractous lens. A posterior capsule tear was observed following successful removal of the cataractous lens. The only reported intervention was a change in the surgical plan where a sulcus-fixated light adjustable lens intraocular lens (iol) was implanted instead of a multifocal iol implanted in the capsular bag. The event had no adverse impact on the patient's vision and there was no sequelae. Preoperatively, the patient's best corrected visual acuity was 20/30, improving to 20/20 postoperatively. The surgeon did not attribute the tear to the micor device, citing only "bad luck" as the likely cause.